Event description:
A consumer's wife reported that following intraocular lens (iol) implant surgery, her husband sees an "edge" and has double vision in the left corner of the eye when looking straight ahead. Surgeon contact info was not provided; follow up could not be conducted.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Surgeon contact info was not provided; follow up could not be conducted. (B)(4).